Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief and missing, and the j702 connector was pulled from the distribution node pca. The root cause for the strained and missing cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to complete functional testing.